Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead helix would not retract. The catheter was still in place so it was used in an attempt to rotate the lead but the torque was not transmitted to the helix. The helix could not be detached from the myocardium. The lead was pulled and fibrous myocardial tissue was attached to the tip of the lead. The lead was not used and another lead and catheter were used to complete the procedure. No patient complications have been reported as a result of this event.